Event description:
It was reported that the event occurred while in the operating room prior to use. The patient was emergent after the coronarography and required counterpulsation. During product prep, before insertion, the intra-aortic balloon (iab) was not recognized by the pump ((B)(4)) when connected. As a result, the iab was still used on the patient, in degrade mode (without fiber optic). The user used the inflation of the iab through the ECG data. Delay or interruption in therapy was extended to 5 minutes; the time it took to see that the fiber optic did not work and taking into account the ECG data. The consequences of this are that the electrodes break off and / or there are artifacts, which stops the iab inflation. That night, the patient remained 5 hours without the iab because the only patient signal was not stable. The physician reported there was no death, complications or injury. No medical/surgical intervention was required. The patient outcome is the patient was fully taken care of normally. The device was discarded and the lot number is unknown. Additional information received on (B)(4) 2013 stated that the patient outcome is fine. The consequence are not linked directly to the balloon.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.